Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Plastic tip for tibial impaction handle broke. During trial impaction, blue tip broke in half. Pka procedure. Update 05/14/2018: rep reported that patient was visually inspected by surgeon and tech to ensure all pieces were removed.